Event description:
Patient reported that they need a new pump sent as their home health nurse advised that they were unable to get the pump to function properly. The patient did not provide details regarding the pump issues and it is unknown if the patient was able to infuse normally. Patient did not report experiencing any adverse events or any missed doses due to the defective device. Device is available for return upon the patient receiving return shipping materials. Pump serial number is (B)(6). No additional details, dates, or information provided.